Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was inadvertently left disabled by magnet application afer a surgical procedure. The caller stated that the device had been turned off, by magnet, on the date recorded in the device memory.